Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter was prompting an "error 5: strip problem or sample too small" message when attempting to test her blood glucose. The pt also suggested we change the color of the onetouch ultra test strips to assist with the sample application procedure. The medical affairs specialist spoke with the pt on nine days later and obtained the following info. The pt reported that the alleged error message began about a month prior to contacting lfs, but the issue was intermittent. On an unspecified time on two days prior to original date, the pt started to feel "thirsty" even after having drunk a lot of water. The pt reported "thirst" is a symptom she develops when her blood glucose is running high. As a result of experiencing this symptom she attempted to test on the subject meter, but repeatedly obtained the error message using several test strips. Despite the error message, the pt proceeded with treating self with 2 units of humalog insulin and confirmed feeling better afterward. At the time of the call, the pt did not have the subject meter or test strips with her. The customer care advocate was unable to confirm the condition of the test strips or confirm that the pt was applying the sample properly. Therefore, the alleged issue remained unresolved. Although the pt developed symptoms suggestive of severe hyperglycemia, there is no evidence that the subject meter caused or contributed to this serious injury. The pt developed the symptom prior to attempting to test. In addition, the pt did not administer inappropriate self-treatment based on the blood glucose meter message. However, this complaint is being reported because the alleged error message remained unresolved during troubleshooting.

Manufacturer narrative:
(Meter serial # and test strips lot#) not provided.